Event description:
Pt underwent bilateral mastectomies in 2007. Left for carcinoma, right prophylactic. Left implant ruptured about 1 month ago. Identified on (B)(6) 2014 during oncology visit. On this date, pt had bilateral replacement of saline implants, left ruptured, right appeared intact. Replaced with mentor smooth round high profile gel implants.